Manufacturer narrative:
Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog. This can cause very high or a very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) of 539 mg/dl. Elevated bg was addressed via correction bolus. The customer changed out pump supplies to address the issue. System check was performed with tandem technical support and no pump issues were identified; however, customer reported using the cartridge for 3 days (72 hours). Tandem technical supported educated customer that the pump user guide indicates humalog is indicated for 48 hours.